Event description:
Caller reported that a pump malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support assisted the caller in resetting the pump, but the malfunction code recurred after the reset. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.